Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for high defibrillation impedance measurement of the right ventricular lead. No interventions were made. There were no patient consequences.